Manufacturer narrative:
H3. H6: it was reported that right hip revision surgery was performed. During the revision, the head, liner and sleeve were removed. The shell, stem, screws and hole cover remained implanted. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. A review of the complaint history for the stem, hemi head, sleeve and r3 liner was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem. Similar complaints have been identified for the head, sleeve and liner. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the hemi head. However, all supporting documents confirm that this was an acceptable product when released review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided, of the reported elevated metal ion levels, the morse taper corrosion, and the osteolysis, may be consistent with a reaction to metal debris or trunnionosis. The source and the root cause of the symptoms, cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: d1, d4, h4

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The revision surgery was performed due to pain and elevated cobalt and chromium levels. Among the intraoperative findings there was a large amount of fluid, as well as membrane which required debriding, consistent with an adverse metal reaction requiring revision of the failed right total hip arthroplasty. The preoperative and postoperative diagnosis was metalosis on the right hip. The patient outcome is unknown.